Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bal seal spring of the shims (p/n: 254500505) was came off during tka surgery on (B)(6) 2019 and remained in the patient's body. It seemed that the upper and lower shims were separated when the surgeon removed the trial insert by using a tibial trial extractor so the bal seal spring was came off. The bal seal spring was found between the gap between the proximal tibia and the skin and it was retrieved. The surgery was completed and there was no harm to the patient. It was unknown whether there was a surgical delay or not. Although it was checked by touching the bal seal spring after the surgery, it was loose compared to other sizes. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the device was returned and no product problem was identified. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.